Manufacturer narrative:
Patient information was requested but t not provided.

Event description:
The customer reported that the ventilator alarmed with high temperature. The customer reported that unit was in use on patient, but there was no patient harm reported.